Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an ak 96 machine, a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During evaluation, it was observed that the broken bypass valve (byva) 3-way connector caused damage to the pump motor no. 2. The motor and silicone connector were replaced and the variable flow was calibrated. Machine was inspected and it was observed that the flow was unstable, so the valve membrane was replaced but the malfunction remained. The variable flow unit was replaced and calibrated. Machine test was normal afterwards. Test and troubleshooting was performed as per the related service manual, and the machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.